Event description:
It was reported "patient underwent tha and that allegedly patient had an experience where the femoral head and bone plug of the prosthetic hip joint allegedly broke necessitating a second procedure."